Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received the implant coil was detached and broken from the coil shield. The implant coil was found in good condition and extending out from the distal end of the microcatheter. The pushwire was found bent at the proximal end. During evaluation the implant coil was pulled out from the catheter with difficulties and found stretched with the polypropylene filament broken. Additionally, the returned catheter was found severely damage at the proximal end and at the distal tip. Based on our analysis findings it is likely that the damaged and flattened condition of the microcatheter contributed to the resistance and the subsequent stretching and premature detachment of the coil. All coils are 100% inspected for damages and irregularities during manufacture. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that this coil prematurely detached in the microcatheter. This patient was undergoing coiling treatment of an unruptured, saccular, giant para posterior communicating aneurysm. It was reported that the physician felt lot of resistance while pushing the coil through microcatheter into the aneurysm. The physician decided to pull the coil back but the coil could not be pulled back. While maneuvering the coil become stretched, stuck and prematurely detached in the microcatheter. The physician pulled the coil within the microcatheter out from the patient. The physician implanted five more coils and the procedure was completed successfully. No patient complications were reported.